Event description:
After a transseptal approach, a complete voltage map was acquired using the mobicath sheath and the navistar thermocool sf catheter. The physician decided to start with the ablation phase and after some minutes (around 5-10 minutes) the physician realized the contraction of the heart down in the fluoroscopy screen was reduced when compared to the contraction at the beginning of the procedure. They performed a transthoracic ecocardiogram and pericardial effusion was present so the physician decided to perform a pericardiocentesis. The pericardiocentesis was not enough to recover the contraction and the physicians started CPR. None of the actions taken were enough and finally pt died.